Manufacturer narrative:
(B)(4). The reported issues of shock was not confirmed in the device logs and not duplicated during the evaluation performed by the pal (product analysis lab). The device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The assignable cause for the reported issue of shock was undetermined.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding receiving a shock during drain and fill state on the homechoice (hc) unit. The technical service representative (tsr) arranged a swap for the home patient. There was no patient injury or medical intervention reported.